Manufacturer narrative:
Product analysis: the device was returned, and device evaluation anticipated but not yet begun. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, deployment was attempted three times. During the third attempt to recapture the valve and withdraw it from the patient, it was noted the capsule of the delivery catheter system (dcs) had broken with the valve stuck inside of the dcs. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: following additional review of the angiographic records the investigation summary was updated. The valve load check for this event was received which indicated that the valve was properly loaded into the delivery catheter system (dcs). The imaging provided confirms a capsule separation. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. As the angiographic records demonstrate the load check for this event was a properly loaded valve, the cause of the capsule separation cannot be determined based on the information available. Corrected data: h.4 - eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Additional information was received that no unusual resistance or difficulty was noted during the valve load and a misload was not identified. During the attempt to implant the valve, it was recaptured due to sub optimal positioning. It was reported the capsule of the dcs buckled and then separated. The valve was fully recaptured prior to withdrawal from the patient. No adverse patient effects were reported. D4. Device model, expiration date, lot number, and unique identifier were received. H4. Device manufacture date was received. H6. Evaluation code method was updated. Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The capsule was partially opened and the end cap/screw gear snap fit was connected. Visual inspection of the dcs showed the handle and tip-retrieval mechanism appeared to be intact. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the investigation remains in progress. Following completion of the investigation, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning before being recaptured and withdrawn from the patient. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Angiographic records were received for review. The imaging provided confirmed there are multiple attempts to deploy the valve system and that it was trending shallow. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. When the system was withdrawn from the patient, it was noted the capsule of the delivery catheter system (dcs) had broken with the valve stuck inside of the dcs. The subject dcs was returned to medtronic for analysis. The valve was received loaded in the capsule of the dcs. There was a break observed in the near the proximal end of the capsule frame, confirming the reported event. There was no other evidence of damage observed on the subject dcs. The angiographic records obtained for review did not show evidence of the capsule break. However, the images included a valve load check which confirmed a misload occurred. One of the paddles was observed to be out the spindle pocket. Capsule separation can occur due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly, as was observed in this case. Therefore the most likely cause of the capsule damage was a misloaded valve. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use, contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement. The valve was fully recaptured prior to withdrawal from the patient. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.